Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked. The blood glucose reading is 354 mg/dl. Customer treated with a bolus. Customer stated that the top and side of the reservoir was wet. The remaining reservoirs will be replaced. Nothing further reported.